Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump communicated properly with sensor simulator. The low predicted alarm and threshold suspend alert functioned properly during testing. There were no anomalies noted. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 52 mg/dl. The customer states their levels have gone as low as 35 mg/dl. The customer states they have treated with glucose tablet and protein bar. The customer mentioned the device has gone into threshold suspend. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.